Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2011; 4194, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped. No patient complications have been reported as a result of this event.